Event description:
It was reported that the pump has been found to have failed the occlusion test, with psi readings too low. There were no patient involvement and harm. Evaluation of the returned device identified a defective downstream occlusion (dso) sensor. This leads to interruption of therapy while in use.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The device was visually inspected. No damages were observed. Functional testing was performed. The allegation made by the complainant was confirmed through device occluded outside the specification limits during dso occlusion test. The cause of the reported issue was defective dso sensor. The dso sensor was replaced. The device passed all functional testing after repair.